Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a review of the reported event details, available information, and product record review, this complaint has been assigned a cause code of unable to exclude device problem. The device was not returned for product analysis, limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, specifically during test rotation, an image was displayed; however, it was too dark to be viewed. It was also noted that air ingress occurred during preparation and flushing. The procedure was completed with another of the same device. No patient complications were reported.